Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that the first instance of shocking occurred while standing next to a metal wall in an elevator. The second instance of shocking occurred while standing next to a rototiller in a mini barn. The manufacturer representative replaced the software in the unit and made some adjustments to resolve the shocking sensation and the new pain. The patient doesn't believe that the issue is resolved yet. The patient had another appointment with their health care provider (B)(6) 2016 to discuss the issues.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported a new pain in their hip and a shocking sensation about the implant site. A change in therapy was reported. No trauma or falls were reported to be related to the issue. It was reported that the shocking about the implant site occurred about 3 weeks prior to the report and again 2 days prior to the report. Relevant medical history includes spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.